Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Salesforce case #(B)(4). Npi - soccfinfprod - incorrect dose rate. Soft fault- other- specify in comments. Bd quality advocate. The following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. Account: (B)(6) hospital. Account number: (B)(6). Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: (B)(6). Case: https://bdx.my.salesforce.com/5000l00001fqgrk. Case subject: npi - soccfinfprod - incorrect dose rate. Patient involvement: no. Asset: n/a. Case description: troy davis called in stating that users are seeing incorrect dose rate at the iaware application. Server - https://rss.carefusion.com/devices/view/37213ba8-2abd-4db7-8400-3915bc665259. Failure device type: n/a. Failure problem type: n/a. Failure mode: n/a. Case resolution: n/a. Cerner obtained the incorrect logs for this infusion. Due to this, we will be unable to continue the investigation any further. Troy davis has confirmed that it is okay to close the case.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Salesforce case # (B)(4) npi. Soft fault- other- specify in comments. Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4).